Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although removal difficulty could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information received confirmed that the complant device is a hi-torque (ht) balance middleweight (bmw) universal ii 190cm j guide wire, not an ht bmw universal ii w/o marker 190cm j guide wire as initially reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed, short, non-calcified lesion in the non-tortuous anterior tibial artery. A hi-torque (ht) balance middleweight (bmw) universal ii w/o marker 190cm j guide wire was advanced without difficulty, then an unspecified balloon catheter was advanced without difficulty to the target lesion and dilatation was completed. When retracting the balloon catheter against resistance over the guide wire, the guide wire tip separated in patient anatomy; reportedly, the balloon and guide wire were not removed as a single unit when resistance was encountered. The separated bmw tip piece was successfully snared and caused a delay in the procedure, but the delay did not result in any health impact. While treatment of the lesion in the anterior tibial artery was considered completed with this ht bmw wire, the same ht bmw was planned for use in a lesion in the tibiofibular trunk, but was unable to be used in that vessel due to the separation. Thus, a new unspecified guide wire was used to treat the other planned target lesion in the tibiofibular trunk. There were no reported adverse patient sequelae. No additional information was provided.